Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred. The battery compartment was observed to be cracked. There was no evidence of moisture in the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery cap was able to secure to the pump and maintained an electrical connection. The pump powered on normally and successfully completed rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. No further information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.